Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: a direct correlation between heartmate ii lvas, serial number (B)(6), and the reported events could not conclusively be established through this evaluation. Additionally, analysis of the log files provided by the account confirmed elevations in pump power and flow; however, a specific cause for this finding could not be conclusively determined. The account submitted a log file for review. Analysis of the submitted log files revealed transient power elevations up to 8.1 watts from recorded on 23jun2019. Some of these elevations appeared to be associated with pi events. The pump remained above the low-speed limit and appeared to be functioning as intended. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). The hmii lvas IFU lists stroke, bleeding, right heart failure, and thromboembolic events as adverse events that may be associated with the use of the heartmate ii left ventricular assist system and explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This IFU explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling and also outlines the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 5 years, 9 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that on (B)(6) 2019 the patient presented with an ischemic stroke and the log files were sent for analysis to see if there were any transient power spikes that might be associated. Technical services found that the log captured some above baseline powers on (B)(6) 2019, and all were associated with pi events. Pump power showed a downward trend over the course of the log file. The patient's international normalized ratio (inr) had been high upon a check at an outside hospital. It was also noted that the patient's anticoagulation was either too high or too low going several months back. A computed tomography (CT) scan was done at the hospital. The patient's symptoms included dysarthria and right upper extremity (rue) weakness. An m1 occlusion was treated with a thrombectomy. The patient then developed rue flaccidity and a CT showed bleeding in the insula fissure. As of (B)(6) 2019 the patient was stable, and had CT scans. The patient remained oriented to self only with aphasia and there was a plan to evaluate potential for stroke rehab. The pi events were reportedly due to severe right ventricular (rv) dysfunction per a transthoracic echocardiogram (tte). It was later communicated that the rv dysfunction was not thought to be device related. Additional log files were reviewed and found multiple pi events on (B)(6) 2019. On (B)(6) 2019 heparin was stopped.